Event description:
Clinical registry: it was reported that fifty days following a coronary artery drug eluting stenting treatment procedure, the pt expired. One day prior to the index procedure, the pt showed evidence of an evolving myocardial infarction. His peak ck values were 224 u/l and peak troponin wa 3.99 ng/ml. The index procedure identified and treated one target lesion. The lesion was an 80% stenosed, mildly calcified, b1-type lesion located in the proximal circumflec (cx) artery. The lesion was 12mm in length and 2.8mm in diameter. The lesion was pre-dilated with a 2.5x10mm cordis aqua balloon. The physician deployed a taxus liberte 3.00x16mm stent at 12atms. Next, the physician deployed an unk size cordis cypher stent, overlapping the proximal edge of the taxus liberte stent. Neither of the two stents were post dilated, however, there was 0% residual stenosis and timi-3 flow. The pt was placed on clopidogrel and aspirin. Fifty days following the index procedure, prior to being discharged from the hosp, the pt expired. The cause of death was indicated as cardiogenic shock. The pt was reported to be taking aspirin and clopidogrel at the time of the event. It was indicated that the device relationship was unrelated to the event. This product is only ous approved but it is similar to a marketed us device.